Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. Customer stated that this is a brand new replacement pump. No troubleshooting was performed. Advised customer to try not to have magnetic pump case near the insulin pump as this can trigger the reported pump error. Customer was advised to monitor and call back if issue continues.